Event description:
It was reported by repair work order that the seat could not latch open due to the frame being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.